Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated he had already cycled through the machine a couple of times and had disconnected himself and removed cassette and discarded supplies. The baxter technical service representative (tsr) explained the alarm and advised hp to contact nurse. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp said that it happened during dwell. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take action as appropriate.